Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer (fse) found the drawer slides were damaged, preventing drawer from closing. Center divider also out of position. Out of place divider prevented drawer from being removed from cabinet and took some disassembly to remove. The misplaced divider obstructed the removal of the drawer from the cabinet, requiring some disassembly to resolve. With the customer's approval, the fse temporarily borrowed a new drawer from an unused auxiliary unit, with plans for a later replacement. After installation, reinserted the cubie pockets, completing the task. Despite an extensive search lasting over an hour and a half, the fse was initially unable to locate the spare drawer. When finally found one, the customer opted to use it for a station that was already in operation. As a result, we are now placing an order for a replacement drawer to meet the customer's needs. Issue has been resolved by another field engineer but borrowed a drawer from another station to fix. New service appointment has been created for to come on site to replace borrowed drawer from inactive station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.